Event description:
On 09may2024 the customer reported obtaining one non-repeatable false high acesss gi monitor (ca 19.9) patient result involving the laboratory's unicel dxi 800 access immunoassay analyzer (serial number (B)(6)). The initial result was elevated at 666.3 u/ml on 05may2024 (expected values <35 u/ml). Then the patient underwent an enhanced computed tomography (CT) scan due to the false access result. The CT scan result did no show any tumor. A new sample from the patient was collected and tested on (B)(6) 2024 with a discordant result at 12.60 u/ml. The initial sample was repeated on (B)(6) 2024 with lower results at 15.2 u/ml and 15.5 u/ml. No hardware errors or other assay issues were reported in conjunction with this event. Per customer verbal report, system performance indicators such as system check, calibration curve and quality control (qc) were passing within expectations at the time of the event. A field service engineer (fse) was dispatched to customer site on (B)(6) 2024. The fse performed some hardware testing such as system check, low volume matching, reagent pipettor matching and dxi carryover testing which passed within expectations. No hardware issue was found. No issues with sample integrity were reported by the customer. No further sample information was provided.

Manufacturer narrative:
A1: the full patient identifier is (B)(6). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. D4 and h4: no reagent lot number was provided. No UDI, no expiration date, no device manufacturing date available. H3 and h6: no hardware errors or other assay issues were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control were not provided for review. No other patient results were called into question. A field service engineer (fse) was dispatched to customer site. The fse performed some hardware testing such as system check, low volume matching, reagent pipettor matching and dxi carryover which passed within expectations. No hardware issue was found. The fse performed instrument maintenance and suggested to customer to pay attention to preanalytical sample handling. In conclusion, the cause of this event cannot be determined with the available information. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.